Manufacturer narrative:
The hill-rom technician found the emergency stop button was broken and not functional. According to the periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the emergency stop button to resolve this issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from a hill-rom technician stating the emergency stop button on the lift was broken and would not stop the lift. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).